Event description:
The manufacturer received information alleging that the patient have severe reactions on her lip, top gums are flowing and swollen; white liquid comes out from the nose pipes related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.